Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that emergency medical treatment was dispatched to the customer as a result of hypoglycemia and seizure on (B)(6) 2020 with blood glucose level of 4.0 mmol/l/ customer stated that when the emergency medical treatment arrived the blood glucose level was 1.2 mmol/l and the meter was showing 5.8 mmol/l. Customer has been using insulin pump system within 48 hours of reported low blood glucose level. Customer was treated with food and glucose tablets. During hospitalization customer was treated with glucagon shots and food. Customer was unable to complete carelink upload. Customer did not allege that insulin pump was not over delivering. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information that provided with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
It was reported that emergency medical service was dispatched as a result of hypoglycemia and seizure on (B)(6) 2020. The customer¿s blood glucose level was 4.0 mmol/l. Customer stated that when the emergency medical service arrived, the customer's blood glucose level was 1.2 mmol/l and the meter was showing 5.8 mmol/l. Customer has been using insulin pump system within 48 hours of reported low blood glucose level. Customer was treated with food and glucose tablets. The customer was treated by the emergency medical service and was not transported to the hospital. The customer was treated with glucagon shots and food. Customer was unable to complete carelink upload. Customer did not allege that insulin pump was over delivering. The insulin pump will not be returned for analysis.